Event description:
It was reported that during a laparoscopic cholecystectomy the clips would not close all the way. There was no pt consequence. The device was discarded, but pictures of the clip along with a clip from the device will be provided for analysis.